Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top of case was cracked at front corners. Unable to duplicate reported problem. The root cause of the reported problem was not found. Actions taken to mitigate the reported issue: replaced main board as a preventative measure.

Event description:
It was reported that auxiliary control unit watchdog event occurred. No patient injury reported.